Manufacturer narrative:
(B)(4). The lot was manufactured from october 20, 2014 to october 21, 2014. The device was received and evaluated for the reported event. A visual inspection was performed and revealed traces of clear viscous fluid on the inner wall of the housing. Fourier transform infrared spectroscopy scanning identified this liquid to be silicone oil, deemed to be a cosmetic issue only. The reported condition could not be verified through evaluation as the product met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a large volume infusor had a leak within the housing. This was observed during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.